Event description:
Malfunction: trocar cracked. The nurse reported that during a procedure, the trocar cracked while in the eye. All pieces were removed and another 25 gauge trocar was placed to complete the case. There were no pt injuries. The trocar sample was not saved for investigation.

Manufacturer narrative:
No samples were saved for investigation. The root cause could not be determined. (B) (4). (B) (4). (B) (4).